Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, since it was unsafe to do so due to the batteries melting. Review of the device history record for 00515047500, lot number 63749323, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred and no product was returned for this complaint. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device will not be returned.

Event description:
It was reported that the batteries became so hot that they melted the plastic housing. They discharged fluid and were fizzing in the heat. The event occurred during surgery. There was no delay and no harm. No adverse events have been reported as a result of this malfunction.